Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, a component of the mechanism was stuck, causing the 40 psi test failure. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the auxiliary alarm was not operating as expected. They stated that it failed to alarm. When the pump was returned to mmdg, the auxiliary alarm operated as expected, however, the pump failed the 40 psi test. This test is used to check for potential free flow. At the time of the complaint the initial reporter advised that no patient had been involved and that the complaint had occurred during testing. (B)(4).